Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres within 10 seconds, the balloon burst. The device was pulled back and the procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres within 10 seconds, the balloon burst. The device was pulled back and the procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Lot number from 0033717553 to 0033371548. Expiration date from 03/28/2027 to 02/06/2027. C device manufacture date from 03/28/2024 to 02/07/2024. Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 2mm proximal of the distal markerband. The rated burst pressure for this device is 14 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.